Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies. Manufacturing evaluation was performed and found the following: the drill bit was analyzed for conformances to print specifications as well as the device history record was researched. No abnormal findings were identified. Manufacturing inspection records indicated no problems with the lot in question. The cross section of the broken surface shows no irregularities. As mentioned on the dr, the drill came in contact with the nail and resulted in the breakage of the drill bit. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: tip of drill bit broke. The drill bit tip broke during the expert tibial nail distal locking procedure. It came in contact with the nail during the free hand distal locking drilling. The broken piece remained in the patients leg.